Manufacturer narrative:
Product event summary: (B)(4) the device s2d was returned and analyzed. The clinical data review revealed approximately 80 millivolts drop in the battery voltage amd recovery was expected which would coincide with a magnet application during device interrogation..

Event description:
It was reported that the patient¿s heart rate was at 65 ppm which was different than the usual rate of the patient and the device had triggered elective replacement indicator (eri). Performance data revealed a confirmed malfunction of a temporary voltage drop caused by stacked telemetry circuit. The longevity of the device was shorter based on the usage condition because the battery voltage reached the threshold for eri while its telemetry circuit was being stacked. The device was programed to its original mode and replacement of the device was requested and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: unk competitor lead, implanted: (B)(6) 2008. (B)(4).